Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ms512 reducer cap would not fit on the trocar. There was no consequence to the pt.